Event description:
"S/p b subgl infra h/s 220cc gels for augmentation. Pt reports l was smaller pre-op but + b decreased size x yrs. No h/o trauma. The implants also feel flatter. The l encapsulated early and had a b closed capsulotomy within 6 wks of sx. Reports more pain on l but + lat burning pain x recently. Pt also c/o systemic probs including arthralgias, (+ am stiffness), myalgias, dysesthesias/paresthesias, spasms, swelling, fatigue, sleep disturb, hot flashes, drenching night sweats, headaches, pain in teeth, visual disturb, dizzy spells, memory probs, dry mucus membranes, hair loss, rashes, sens sun/cold (+ raynaud's)/chemicals, sob, costochondritis, choking sensation, gi/gu disturb."